Event description:
Reported that 6 months post treatment the patient presented with several nodules within the grided treatment area (abdomen). No issues were encountered during the treatment. Nonsteroidal anti-inflammatory drugs (nsaids) were tried unsuccessfully. The physician indicated that the patient had also consulted a general surgeon. The physician indicated the condition is worsening and suspects it might be panniculitis, the inflation of subcutaneous adipose tissue/fat cells. The physician is continuing to monitor the patient.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The user manual discusses preparing the patient and to confirming subcutaneous adipose tissue thickness. The manual warns to avoid injury: verify that there is at least 1.0 cm of subcutaneous adipose tissue beyond the selected focal depth setting of the system in the area to be treated. Focal depth is measured from the surface of the skin to the center of the focal zone. Verify that there is at least 1.0 cm of subcutaneous adipose tissue beyond the selected focal depth setting of the system in the area to be treated.